Event description:
The hickman dual lumen port was non-functioning and the site was noted to be infected. The device was explanted and the diaphram was noted to be dislodged from the port. The device was implanted in 2/97 in the right subclavian vein.